Event description:
It was noted that the patient¿s implantable neurostimulator (ins) was originally implanted on the chest, but sometime after implant it flipped. It was noted that the ins had moved ¿adjacent to the patient¿s clavicle.¿ it was noted that this was ¿very uncomfortable¿ for the patient. It was further noted that the system was operating appropriately. Additional information received noted that the patient had surgery to reposition the ins. It was noted that the surgical team found the ins was flipped. The ins was repositioned accordingly and was stitched down. It was noted that the ins continued to work even though it was flipped.

Manufacturer narrative:
(B)(4).